Event description:
An occlusion alarm was reported, and this caused the customer's blood glucose level to be displayed as "high," with the specific value unknown. The customer addressed the high blood glucose level with a correction bolus via the pump. The customer declined to provide additional informaiton.